Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device resembles typical explanted products. The device was manufactured in 2009. A review of complaint history revealed (B)(4) prior complaint for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing record revealed discrepancies during the manufacturing process; however these discrepancies were identified as not related to the reported incident. An evaluation performed by our research lab noted that bone cement was adhered to the majority of the backside of the component. The cement appeared well fixed and did not dissociate with the application of manual force. A small amount of cement extended over the edge of the component. The single peg was intact and did not exhibit significant deformation. No other signs of significant deformation or damage were visible on the surface of the component. Much of the bone-interfacing surface of the cement appeared discolored. Based on the analysis, the exact cause of the complaint was unable to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
.